Event description:
The user in (B)(6) reported, the one touch verio pro meter was giving the error 4 error message. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the error message issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (submission 12/12/2012)-device evaluation: lifescan received the meter with the complaint on (B)(4) 2012 and completed device evaluation on (B)(4) 2012. Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing.